Event description:
The pt underwent revision surgery to relocate the ins; it was moved from the pt's buttock to his abdomen due to coupling issues while recharging. Prior to the revision the ins was half full and it had gone down to a quarter full. There were coupling issues again when trying to recharge; the antenna locator feature only got a reading of 32. The ins was powered off. It was recommended to try recharging again after the staples were removed and the incision was healed. An x-ray was planned to verify that the ins was not flipped. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).